Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and recommended replacement of the m_bis bisx power link. The part was shipped to the customer. This is considered confirmed. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the intellivue bis module indicating that the values are inconsistent. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.